Event description:
During a procedure, the maverick2 monorail ptca catheter balloon ruptured on the inflation. The number of inflations and to what atms is unknown. The lesion being treated was a calcified lesion. All concomitant using products were unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported.